Event description:
It was reported that the device is not working during reprocessing. There was no harm or delay reported. At product evaluation investigation the motor rpms were running high. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor rpms were running high, the calibration was out at the 0 reading, and the control bar was not in the correct position. The plug harness, motor, switch, mount, o-ring, control bar, shaft, and various bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.